Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors or handling. The event can be detected by following the instructions for use (IFU) sections which state: the inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope". [Inspection of the endoscope]. 6 inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found the covering in the bending section had a scratch. The adhesive on the bending cover was chipped. Due to wear of the angle wire, the bending angle in the up direction was out of specifications. There were scratches on the control unit, grip, up/down angle lever, right/left plate, switch 1, light guide connector, video connector, video connector case, and light guide cover lens. The light guide connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the flex video scope image color was distorted. There were no reports of patient harm due to the event. The device was returned for evaluation. During the device inspection, the adhesive on the objective lens was found to be peeled off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.